Event description:
Acct reports that the stopcocks continue to leak. States they are used in or and do use deprivin with the sets (at least 80% of the cases). Stopcocks are made with a polycarbonate material which is not lipid resistant. No pt injury reported.